Event description:
Customer reported weak reactivity with cell 3 and no reactivity with cell 6 with a patient sample later identified with anti-e.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).